Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the event was unknown. On the same day as the event onset, the patient was hospitalized for peritonitis. On an unreported date, the patient was treated with intravenous vancomycin (1g; frequency and duration not reported) and intravenous ceftazidime (1g; frequency and duration not reported) for peritonitis. Extraneal and dianeal therapies remained ongoing. Seven days after admission, the patient was discharged from the hospital. At the time of this report, the patient had recovered. No additional information is available.